Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation of the active tip indicates signs of activation. Saline residue was visible in the suction tube. Additionally, white dry substance was found on the body of the device, possibly caused by saline solution residue. Upon further observation of the active tip the device had a melted manifold between the 3 o'clock to 6 o'clock position. This type of failure could result in the reported error code output short. This complaint is confirmed. No functional testing was conducted to avoid damaging test equipment. The DHR review indicated that the lot was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. The supplier completed a CAPA investigation to address this failure. The root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's vapr 90 suction electrode stopped working and the machine read output short. The sales rep did not know if there were any procedural factors that may have contributed to this failure. The sales rep did not know what type of suction was being used. During in-house engineering evaluation, it was determined that the tip on the device had a melted manifold between the 3 o'clock to 6 o'clock positions. It was reported that the surgery was completed with another like-device with no patient harm, but a five minute delay to attain the new device. The sales rep was not present for the case and could not provide any additional information. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.